Manufacturer narrative:
D4: the serial number provided by the customer cannot be found, the UDI is not available. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device exhibited a controller error alarm. The aic console was successfully switched to another aic console. It was reported that the patient survived explant.